Manufacturer narrative:
The referenced known driveline issue was reported under medwatch #2916596-2015-02419. Approximate age of device ¿ 2 years and 2 months. A correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency department (ed) with a left sided facial droop in addition to left arm and leg weakness. It was stated that the onset of symptoms was 30 minutes prior to arrival. The patient's inr on presentation to the ed was 3.7. The user facility stroke protocol was reportedly used to treat the patient. It was reported that the patient was not eligible for tissue plasminogen activator (tpa). The customer reported that they suspected that elevated mean arterial pressures (maps) over time may have caused the stroke. The patient was reportedly transferred to an inpatient rehabilitation center.